Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from the patient receiving intrathecal medication via an implantable pump for non-malignant pain and failed back surgery syndrome. The patient reported that the pump was not depleting as much as it should. The patient stated that the past 4 fillings there had been a surplus of medication and it seemed like there was something not quite right with the pump. Patient stated that they decided to ride it out for the next couple of years because they only had a year or two before they needed to replace the pump anyways. Agent asked the patient what the cause of the medication discrepancy was and the patient stated it had been going on for about 9 months to a year. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue. Patient stated their medication in the pump was hydromorphine.